Event description:
The stent was uneventfully placed across the aneurysm neck between the internal carotid artery (ica) and the middle cerebral artery (mca) junction. Following the second non- boston scientific coil placement; the physician lost access with the non-boston scientific microcatheter to the aneurysm. During repositioning of the microcatheter, it was caught on the stent, "potentially agitating the stent causing a vasospasm." This occurred approximately 30 minutes post the stent placement, the significant vasospasm was noted just beyond the distal edge of the stent in the left mca. The physician unsuccessfully attempted to treat the vasospasm. The physician stated that the patient is "not doing well" and is being kept intubated as a precaution after the procedure. No other details were provided.

Manufacturer narrative:
Additional information was received and the vasospasm was not related to the subject device, this device was not implanted. The vasospam occurred following deployment a second stent as described in the event description. Manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported during the posterior communicating artery (pcom) aneurysm stent assisted coil embolization, a vasospasm in a distal artery had occurred. No further information was provided.